Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the site of the cuff. The doctor removed all components and in the process of making space for the new cuff he got into the urethra and aborted the case. The patient outcome was reported to be fine. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient outcome was good. The physician aborted the case because that is the protocol when the physician gets into the urethra. The atrophy was caused by the cuff. The components were not replaced but at some point a replacement surgery will be scheduled. The explanted components will be returned. The lot numbers f the components and the duration that the patient experienced incontinence is unknown.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the site of the cuff. The doctor removed all components and in the process of making space for the new cuff he got into the urethra and aborted the case. The patient outcome was reported to be fine. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient outcome was good. The physician aborted the case because that is the protocol when the physician gets into the urethra. The atrophy was caused by the cuff. The components were not replaced but at some point a replacement surgery will be scheduled. The explanted components will be returned. The lot numbers f the components and the duration that the patient experienced incontinence is unknown.